Event description:
It was reported that an altitude alarm occurred while the pump was not outside the labeled altitude operating range. Reportedly, an obstruction was blocking the speaker holes. After removing the obstruction from the speaker holes, the alarm cleared. Customer's blood glucose (bg) level was reported as ¿high¿; however, a specific value was not provided. Multiple follow up attempts were made to gather additional information; however, the customer did not respond to follow up attempts.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.